Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up" was confirmed during functional testing and archive data review. The root cause of the reported ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The zoll service personnel rotated the platform's driveshaft to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good batteries for 15 minutes, and the platform passed the test without any fault or error. During further testing, the load cell characterization test revealed that both load cells were over-reporting, unrelated to the reported complaint. The root cause was likely attributed to failed component(s) or mishandling such as a drop. The load cells were replaced to resolve the problem. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During a shift check, the autopulse platform (sn (B)(4) stopped after 3 minutes of performing compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer stated that it was difficult to pull up the lifeband even before the reported device failure. Per the customer, after the ua45 occurred, the driveshaft would no longer rotate to "home" position, so the customer was unable to clear the advisory message. No patient involvement.